Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an unknown procedure having successfully loaded one strand of permatape loaded onto a healix advance 4.5mm into the expressew iii autocapture + suture passer, the surgeon placed the device onto the tendon, the tissue was clamped and the handle to deploy the suture passing needle was pulled. As the pressure was applied, the white plastic sheath on the needle (prevents needle for sliding to far forward in the device), flew off and the needle continued to penetrate through the tendon, locking at beyond its normal full extension and still with the permatape suture trapped in the side loading aspect of the device. After cutting the permatape suture from the anchor and the expressew iii, the device, with the extended locked needle, was carefully removed from the tendon. Following the case, the sales rep attempted to push the needle back into the device to retrieve the failed needle for the loading cartridge on the gun. The needle failed to move and was imaged before being sent for decontamination. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the needle is jammed inside the shaft of the gun and about the distal portion of the needle is protruded through the jaws indicating that it was trying to pull out the needle from the distal end of the gun. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The photo provide evidence to confirm this complaint. Based on the information provided, it is possible that when not aligning properly the needle and handling of the needle could have caused the white flag came off the expressew. After repeatedly passing the needle through tissue could have stuck inside the device, and the needle was pulled out from the distal end. Also, the maintenance conditions of the device is unknown, a possible root cause of reported failure could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up and engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). B5, d1, d2a, d2b, d3, d4, g1: the event description, brand name, common device name, procode, manufacturer name, catalog number, and manufacturing site name have been updated to reflect the correct information.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the white plastic sheath on the expressew iii needle device that prevented needle for sliding too far forward on the suture passer device flew off and the needle continued to penetrate through the tendon, locking at beyond its normal full extension. Another like device was used to complete the procedure with a delay of ten minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the white plastic sheath on the needle that prevented needle for sliding to far forward on the expressew iii ac+ gun device flew off and the needle continued to penetrate through the tendon, locking at beyond its normal full extension. Another like device was used to complete the procedure with a delay of ten minutes. There were no adverse patient consequences reported. No additional information was provided.